Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow block alarm on (B)(6) 2024 and was hospitalized because of diabetic ketoacidosis. The blood glucose level was 746 mg/dl at the time of hospitalization, therefore, the patient was treated with an IV insulin drip (intravenous insulin infusion) in the hospital. The symptoms patient reported at the time of hospitalization event was confusion, feeling sick / unwell, flu like headache, and tiredness / weakness. The length of hospitalization was 3 days. The curernt blood glucose level was 274 mg/dl. No further information was available.